Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the device jaws locked on tissue. The handle was removed from the adapter and the battery was reset to allow the handle to reset and then it was placed back on to the adapter. The handle could be heard attempting to re-calibrate and retract the knife blade but was unable and returned to a blue light condition. A second handle was brought in and attached to the adapter with the same results, it could not retract the knife blade and entered a blue light condition. The manual retraction tool was used which did allow for the articulation to me straightened but was still unable to retract the knife blade finally a second 12mm port was added and multiple staple firings were performed to staple around the locked down reload in order to remove it. Because of tissue loss in the stomach in order to pull out the additional trocar, the patient had an injury. There was tissue loss, a permanent tissue damage, the surgical time was extended by more than 30 minutes. The incision was extended by less than 1 inch.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one powered stapler handle. Visual and functional ev aluation of the handle noted no abnormalities. Evaluation of the eeprom noted that the code drive_motor_excessive_load_mode was present. This was indicative of a thick tissue application and could confirm the reported condition. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Replication of the drive_motor_excessive_load_mode error codes may occur if the powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either scenario, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.